Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. As it was stated, paint was chipping from the suspension arm. There was no injury reported however, we decided to report the issue in abundance of caution as paint particles falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. During the investigation, it was found that the reported scenario has never lead, to date, to serious injury or worse. The most likely root cause of this premature oxidation would be an incorrect operation handling before painting. The pre-treatment operation could be involved. The improper protection after rust or incomplete drying after rust process would have led to the containment and oxidization under the paint. So far, all cases reported correspond to main arms manufactured before july 2016, hence by the supplier fengmi. The painting suppliers have changed since july 2016. The current one is huaya who has strengthened the process and parameters stability. No cases have been reported since the supplier fengmi has been replaced. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturer. Device not returned to manufacturer.

Event description:
On 11th april, 2019 maquet sas became aware of an issue with volista standop surgical light. As it was stated, paint was chipping from the suspension arm. There was no injury reported however we decided to report the issue in abundance of caution as paint particles falling off into sterile field or during procedure might be a source of contamination.